Event description:
A patient reports while wearing a pod for less than an hour the needle mechanism had failed to deploy at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly not deployed. The pod data shows the pod ran for 55 pulses, completing both priming sequences before deactivating having never deployed. The pod data showed a drive stall did occur as a failure to transition in the rotational sensor data occurred at the same time a dip in pulse widths occurred, indicating that the hook talons were slipping. The pod was successfully rerun and activated; the pod's rerun data did not mimic the abnormality in the original data though timeouts and a drive stall were observed. The drive stall observed in the rerun data was brief and it was able to correct itself. No damages to the ratchet gear or hook talons were observed that would contribute to the slipping; it could not be conclusively determined what caused the hook talons to fail to detent the gear. The hook talons failure to detent the gear can be confirmed as the cause of the reported needle mechanism failure.